Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of post-laminectomy pain. It was reported that when the patient's battery gets low they feel pulses, like the signal is trying to get through. The caller stated that this only happens with it is "running out of juice" and feels like it pulses on and off. The caller stated that they rarely let it go out of charge because sometimes they feel this sensation and sometimes it sends a stronger pulse than it should. The patient stated that this has been happening since implant. No further complications were reported or anticipated.